Manufacturer narrative:
The pocket was re-opened and the lead was pulled out of the header easily by the physician. The lead was re-inserted and the setscrew was tightened and the pocket was re-closed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's atrial lead was found to not be secured properly in the device header. No adverse patient effects were reported.